Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery an ophthalmic surgical console presented with insufficient suction in phacoemulsification phase and displayed an error message. The procedure was completed by using same console with low suction. There was no patient harm.

Manufacturer narrative:
The company representative was able to help the customer resolve their issue remotely. The footswitch functionality was verified and the system reached 500 millimeter(s) of mercury (mghg) as desired. The service record (sr) was later canceled as an onsite visit was not performed. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. There were no similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported events is inconclusive. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).